Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1620401) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynx device in vessels not suitable for the use of the device. The IFU states do not use the mynx device to close arteriotomies created in areas of calcified plaque or stented segments. Based on the information provided and no returned device for physical investigation, the root cause of the reported event may be attributed to incorrectly following the instructions for use (IFU), resulting in the sealant being deployed inside the vessel. It was reported that during the device deployment, the patient's skin was tenting really bad (excessive tension). Additionally, it was reported that during pullback, tension was lost and the sealant was misdeployed. It should be noted that the mynx instructions for use (IFU) instructs users to "grasp the device handle and pull gently to retract the device until the balloon abuts the arteriotomy." To keep the balloon abutted against the arteriotomy during sealant deployment, users are then instructed, "while maintaining light tension, depress button #2. This compresses the sealant against the arteriotomy." Neither the device history record nor the information available for review indicate that there is a design or manufacturing related issue, therefore no preventative or corrective action is required at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynx ace vascular closure device sealant was deployed inside of the patient's artery. The device was used following an interventional peripheral procedure for arterial closure. Access was obtained via an antegrade approach. Multiple sheath exchanges were not required during the procedure. Multiple sheath exchanges were not required during the procedure and a procedural sheath greater than 7f was not used. A 50/50 contrast-saline solution was used to ensure proper balloon placement. The patient's skin was tenting "really bad" during the device deployment. During pullback, tension was lost and the sealant was misdeployed. The patient was sent to surgery where the sealant was removed. The patient was noted to be recovering and discharged from the hospital the following day. Additional information was requested, but was unknown.